Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the device not working and loss of stimulation were 5 years of use. The steps taken to resolve the issues were reported to be removal and replacement. Theissues were reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device wasn¿t working, and it was not clear what wasn¿t working but the caller had contacted a healthcare provider about the issue and then they were directed to call in. The caller was advised to interrogate the ins and the caller confirmed the controller communicated with the ins. The caller stated that program 3 was active at 4.9v and the stimulation on icon was displayed. The caller stated the patient normally felt a sharp sensation when stimulation was turned on and they were not feeling that sensation. The patient also stated that the stimulator was not stopping their urine. Information was reviewed about the therapy and the caller was redirected to follow up with the patient¿s healthcare provider. No further complications were reported.